Manufacturer narrative:
(B)(4). The alleged faulty user interface module was returned to carefusion on august 18, 2015, and was routed to the service department for evaluation. The service department evaluated the device, and was able to duplicate the reported event. The root cause was isolated to the control printed circuit board assembly (pcba). The defective control printed circuit board assembly was replaced, software was updated, and it was tested before it was returned back to the customer. The defective control printed circuit board assembly was forwarded to the failure analysis lab for further investigation.

Event description:
The customer reported a user interface module that went blank during est testing. No patient involvement. The customer requested to return the device for repairs. No patient involvement.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.